Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that the cap unscrewed from a midwest e 1:5 ca while in use. The reported complaint did not result in an injury or need for intervention.

Manufacturer narrative:
Gap between cap and head was noted on initial examination. Corrosion was also noted at the pilot opening and the bur. Attachment was free run for three minutes and cap apparently did not move. Attachment is being sent to sycotec, the original manufacturer, for further analysis. Sycotec analysis shows the back cap and head exhibited dents, the cap underside and cartridge exhibited abrasion marks and residue. On the head and back cap threads exhibit debris but not glue adhesive. The gear teeth and ball bearings exhibit traces of wear and corrosion. The abrasion and corrosion suggests maintenance and lubrication may not have been carried out regularly. As a result of the wear, vibrations could have arisen and that the cap could have turned until it reached the end of the threads and fell off.